Event description:
A medtronic representative reported he had to adjust the straight suction, axiem in order to obtain proper calibration. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Device lot number is unavailable at the time of this report. The device manufacture date is unknown pending the device return. Suspect part has not been rec'd by the manufacturer for evaluation.